Event description:
On 20/nov/2025, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 (transported to larger medical institution on (B)(6) 2025) due to peritonitis. The discharge summary was received on (B)(6) 2025. The document states the patient was hospitalized for acute encephalopathy and an altered mental status due to an opioid overdose (received narcan enroute to hospital) and missed pd treatments (unconfirmed). The patient was admitted to the medical intensive care unit (micu) on (B)(6) 2025 due to intubation and severe sepsis related to peritonitis. Despite the patient¿s peritoneal effluent culture being negative for growth, a peritoneal effluent fluid cell count revealed an elevated wbc of 1700 /mm3. The pdrn (peritoneal dialysis registered nurse) reported in an email response, that the peritonitis was caused by a damaged pd catheter (not a (B)(6) product). The patient received a temporary hemodialysis catheter (not a (B)(6) product) on (B)(6) 2024 and was transitioned to hd(hemodialysis) for rrt (rapid response team). The patient was treated with intravenous (IV) ceftriaxone and flagyl, as well as oral vancomycin and nystatin (dosages, frequencies, durations not provided). While in the micu it appears, the patient experienced episodes of atrial fibrillation and required intravenous (IV) diltiazem for rate control. After hd on (B)(6) 2025, it appears the patient¿s condition began to improve, and his heart rate returned to normal sinus rhythm. The patient was extubated, transitioned to oral metoprolol, and was started on eliquis (blood thinner). Although the details are limited, it also appears the patient was diagnosed with diverticulosis during an abdominal CT scan on (B)(6) 2025. The patient was expected to return to ccpd (continuous cycling peritoneal dialysis) therapy on (B)(6) 2025, however the patient received a permanent hd catheter on (B)(6) 2025 prior to being discharged to a skilled nursing facility (snf) on (B)(6) 2025 as they were unable to accommodate the patient¿s ccpd therapy on site. As of (B)(6) 2025, the patient remains at the snf and is undergoing hd therapy without issue. Following transfer to the snf, the patient¿s antibiotic regimen was changed to IV cefepime 2000 mg after hd until (B)(6) 2025, IV vancomycin 500 mg after hd until (B)(6) 2025, oral flagyl 500 mg three times daily until (B)(6) 2025 and oral nystatin 500,000 units four times daily until (B)(6) 2025. Upon the patient¿s discharge from the snf, the patient will resume utilizing the same liberty select cycler. Per the pdrn, the cause of the serious adverse events was unrelated to any (B)(6) product(s) and/or device(s) deficiency or malfunction. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).